Event description:
Reported as, "the port was power injected. A radiograph taken shortly after the port was injected, showed that the port was intact and catheter attached. A day later another radiograph showed that the catheter had migrated and the distal tip of the catheter was now in the inferior vena cava. The proximal tip was in the subclavian vein and not attached to the port. The catheter was retrieved using a retrieval snare via the femoral vein approach. The catheter was retrieved without complications."

Manufacturer narrative:
Analysis: an inventory of the returned pieces included the port body, catheter segment (approx 27cm) and the catheter lock w/attached locking sleeve. The system was dimensionally characterized and found to be within manufacturing specifications. The catheter locking sleeve exhibited multiple cuts perpendicular to the axis. The surfaces of the cuts were smooth and regular such as those caused by a sharp surgical instrument. Visual inspection of the catheter revealed no matching cuts or abrasions. Further inspection of the catheter revealed a localized deformation around the radius of the catheter. This deformation is approx. 8mm from the end of the catheter. The outer surface of the catheter, in this location, was covered in small abrasions. Bruising that occurs when the catheter is compressed between the bump of the connector tube and catheter lock was not found during the inspection. Conclusion: the deformation of the catheter appears too far from the end to the catheter to be caused by a catheter/port connection. The extent of the deformation and the abrasions would suggest that this marking was incurred when the catheter was snared and removed from the pt. The cuts on the locking sleeve do not appear to be related to the disconnection of the catheter. Lack of catheter bruising would indicate that the catheter was not advanced over the ring on the connector tubing. Not advancing the catheter past the ring before attaching the catheter is contrary to the IFU. See scanned pages.